Event description:
It was reported that the pt suffered first and second degree burns. No further info was given.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.